Event description:
Brakes wouldn't hold.

Manufacturer narrative:
Technician replaced all 4 casters to repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.